Event description:
It is reported that surgery was delayed for 1 hour when the instruments broke, and the surgeon had to remove.

Manufacturer narrative:
Evaluation summary: as returned, the part exhibits significant damage. The spikes have fractured off and are missing, and damage is evident in other regions of the part, most likely as a result of efforts to remove from the patient. The surgical technique specifies that the im guide (short or long) should be chosen so that the length is best suited to the length of the patient's leg. The cause of the complaint resulted from improper instrument use as a result of not following the surgical technique. Device history records indicate all components were manufactured and inspected to specification. The guide pin has a potential field age of approximately 3 years.